Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. There was a white substance in the hemostatic valve of the vizigo sheath. The vizigo sheath was removed from the body. The caller stated that he believed that the white substance could have been a polymer of some kind. The caller stated that the white substance looked stretchy and "glue-like." The vizigo sheath was replaced and the procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. There was a white substance in the hemostatic valve of the vizigo sheath. The vizigo sheath was removed from the body. The caller stated that he believed that the white substance could have been a polymer of some kind. The caller stated that the white substance looked stretchy and "glue-like." The vizigo sheath was replaced and the procedure continued. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-jan-2025 observed the hemostatic valve dislodged inside of the hub component and have also assessed this returned condition as reportable. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. No white substance was found inside the hub; however, since the hemostatic valve is white and it was observed dislodged inside the hub, the white valve was potentially perceived as foreign material. However, this could not be confirmed through this investigation. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgement of the valve could be related to the white foreign material reported by the customer; therefore, the complaint was confirmed. The potential cause of the dislodgement issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use (IFU) contain the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).